Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number: (B)(6). The reporter¿s complete facility address was not provided. Device evaluation: this device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all the pre-repair diagnostic assessment tests and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device displayed an e6 error code (handpiece overheat warning, impending handpiece shutdown). According to the reporter, the device started to work for a while, and then it showed an e6 error code. It was further reported that the device was restarted, it worked for a while, and then it showed the e6 error code again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.